Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump battery was depleting quickly and that the pump did not "keep time." Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no reported impact to customer¿s blood glucose.